Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was in the emergency room due to high blood glucose of 427mg/dl. The mother stated that the customer experienced vomit, dehydration and high ketones. Troubleshooting was performed. The time, date, and bolus wizard settings were correct. Reviewed the alarm history and found multiple low reservoir alarms. Assisted the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. Instructed the mother to remove the cannula and it was bent, but not occluded. Advised the mother to change the entire infusion set and reservoir. No further information was provided.